Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the physician became concerned about the functionality of the ipg due to multiple positions resulting in failure to capture at maximum outputs. The ipg was not implanted and anther one was used. No patient complications have been reported as a result of this event.